Manufacturer narrative:
Additional information section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: jun 9, 2021. Section h3: evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification revealed viscoelastic residue on the optic body and haptics and that part of the haptic was removed (broken). The lens was cleaned, several scratches were observed on the optic body. Based on the return condition of the lens, the complaint issue was confirmed; however, it cannot be confirmed to be related to manufacturing issue. Therefore no product deficiency could be identified. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no other complaints were received for this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age or date of birth, weight, ethnicity: unknown/ not provided. Implant date (2021 reports): if implanted, give date: not applicable, as lens was removed/replaced during the same procedure. Explant date (2021 reports): if explanted, give date: not applicable, as lens was removed/replaced during the same procedure. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) after insertion was scratched. It was then removed and replaced during the same procedure. No other information was provided.